Event description:
Patient on cath table. Heparin turned off at start of procedure. Md drew blood for activated clotting time (act). Hemochron not working properly/malfunctioning and not permitting test to be run. Hemochron alerted that qc needed to be done (should be done periodically/automatically). Patient procedure delayed as md waiting for act results to insert wire and guide for stent placement. Md forced to start angiomax without act results.